Manufacturer narrative:
The device was received not deployed. The download data showed that the pod completed both priming sequences and delivered 768 pulses total before being deactivated by the user. No abnormalities were observed in the data. Upon opening the pod, it was observed that the release bar was lifted and released from the ratchet gear, indicating the needle mechanism had fired. However, the linkage assembly was observed to be only slightly extended past its not deployed state, and the slide insert had not advanced far enough to be held in place by the catch beam. It was observed that a portion of the mechanism rail intended to sit inside a slot in the pod chassis and anchor the mechanism rail was positioned in front of the slide insert and preventing the needle mechanism from extending fully during needle mechanism deployment. The incorrect installation of the mechanism rail prevented the slide insert from advancing forward during needle mechanism deployment and prevented the needle mechanism from deploying fully as intended. The incorrectly installed mechanism rail was confirmed to be the cause of the reported needle failing to deploy.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours and the patient started vomiting. Upon removal of the pod, it was observed that the cannula did not deploy. The patient's mother stated not double checking if the cannula deployed into the patient's skin upon insertion. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.